Event description:
Per the clinic, the patient experienced pain and a performance decrement. The device was explanted on (B)(6) 2024, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on february 14, 2024.